Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, errors 23003 occurred on the universal surgical manipulator (usm2). The issue was reported to dvstat after completing the procedure. The clinical sales representative (csr) stated they moved the camera from the usm2 to usm3 and pushed the usm2 out of the way. The customer rebooted the system after they completed the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained that the 23003 error with the camera on that usm can be caused by the endoscope bearings wearing out. The tse recommended the customer check the camera for resistance for a sand grinding feeling. The customer was going to check the endoscope and call back in if the issue returned. The procedure was completed with usm1, usm3, and usm4. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer that stated they were getting 23003 errors on universal surgical manipulator (usm2). The customer stated that they moved the camera to usm3 and pushed usm2 out of the way and completed the case with usm1, usm3, and usm4. Customer then rebooted the system once the case was completed. Technical support engineer (tse) asked customer if the camera was on usm2 and they stated it was. Tse explained the 23003 error with the camera on that usm can be caused by the endoscope bearings wearing out. Tse recommended customer check the camera for resistance or a sand grinding feeling. No site visit was conducted. While the probable root cause cannot be determined based on the information provided and phone support details as the phone support details did not reveal any specific confirmed issues related to the customer reported event, based on tse communication, a possible cause is scope bearings wearing out. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was resolved after a reboot of the system following the case. Customer was unaware if there was a confirmed issue with arm.

Event description:
Refer to h11 for follow-up information.